Event description:
Related manufacturer reference number: 3006705815-2024-01233, 3006705815-2024-01234. It was reported the patient¿s system was unable to enter MRI mode due to low impedances and the patient experienced ineffective stimulation due to both leads migrating. X-rays confirmed the migration. Patient had fallen on (B)(6) 2023. Surgical intervention took place wherein one lead was explanted and replaced and one lead was repositioned to address the issues. It is unknown which lead had low impedances as such both leads are being reported.

Manufacturer narrative:
Date of event is estimated. The allegation is against one of two leads; however, it is unknown which lead(s), therefore, all potential components are being listed. Additional components potentially involved in the event: product family: scs, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000145620. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.